Event description:
It was reported that the patient was referred for generator and lead replacement due to "increasing impedance, wire issue from vns." It was reported that the patient had not experienced any known clinical symptoms and there was no known trauma or manipulation experienced by the patient. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported previously that the high impedance was resolved after the generator was replaced. New information was received however, that high impedance was observed again with the patient's new generator. The patient was referred for a lead revision. MFR. Report # 1644487-2023-00435 captures the report of high impedance observed with the patient's new generator. No known relevant surgical intervention has occurred to date.

Event description:
Implant card was received reporting the full revision for the patient. The lead impedance was observed ok after the revision. The device has not been received to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data: initial report inadvertently listed incorrect received date (05/20/2019 instead of 05/17/2019).

Event description:
It was reported that the patient's generator was replaced due to the high impedance detected. Solely the generator was replaced, and following replacement lead impedance was reportedly within normal limits. The or support specialist reported that the surgeon did not find any fault in the pin insertion; however, the impedance was not tested once the pin was re-inserted into the explanted generator. The generator was returned for product analysis and the generator operated according to functional specifications. Results of diagnostic testing indicated that the generator operated and communicated as expected. There were no adverse functional, mechanical or visual issues identified with the returned generator. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. The impedance values within the generator's internal data were higher than expected with the m1000 higher impedance issue and there was not enough information received to date to rule out a positional lead fracture or incomplete pin insertion with the generator that was explanted. No further relevant information has been received to date.